Event description:
It was reported that the bottom popped off of the unit. There was no user/pt injury reported. It is unk how much blood was lost. The pt was not given any pre-donated or banked blood.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.